Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a tah, abdominal sacral colpopexy, burch urethropexy, paravaginal repair, excision of a right external iliac lymph node. It was reported that patient underwent repair of ventral incision hernia with composix; bard mesh placement on (B)(6) 2006 due to ventral incisional hernia, complex. It was reported that patient underwent loop electrosurgical excision ablation of the granulation tissue on (B)(6) 2007 due to granulated tissue of the vaginal cuff with vaginal bleeding. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/19/2018. Additional narrative: details: it was reported that following the procedure the patient experienced discomfort, cramping, and swelling. It was reported that the patient underwent a removal on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 01/08/2019. Additional narrative: it was reported that following the procedure the patient experienced vaginal bleeding, hematuria, and urinary urgency. No additional information was provided.